Event description:
An acell device, (B)(4), was used for anastomotic reinforcement during a colostomy reversal procedure performed on approx (B)(6) 2014. Approx two weeks later on (B)(6) 2014 the pt was identified with an anastomotic leak and underwent emergency laparotomy.

Manufacturer narrative:
A comprehensive investigation was immediately conducted on discovery. No substantial deviation was identified and all records purport the product was manufactured and distributed sterile in compliance with FDA, state, local and mfg operating procedures. A sister graft from the same lot was tested and met all lot release criteria. There was no report of device failure at the time of surgery and surgeon stated he did not believe the event was product related. In an abundance of caution this MDR has been filed.